Event description:
It was reported by repair work order that the power supply board malfunctioned.

Manufacturer narrative:
Account claimed power control board malfunctioned, based on account personnel's evaluation. Replacement board sent to account. Device evaluated by account.

Event description:
It was reported by repair work order that the power supply board malfunctioned. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.

Manufacturer narrative:
The actual device has been evaluated. The method, results and conclusion information has been updated to reflect the results of the evaluation.